Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The generator interface circuit board, and the backplane were found to be defective and were replaced. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9800 had a faststop error. The system had to be reinitialized in order to clear the error. There was no adverse patient involvement reported. There was no patient information reported.